Event description:
This spontaneous report (2024-cdw-00825, 06922190) from the united states of america was reported by a consumer (age and gender unspecified) who had chipped teeth while using the a and h spinbrush unspecified. On an unspecified date, the consumer initiated the a and h spinbrush unspecified via the dental route. While using it, the consumer's front teeth got chipped. No additional information was available. The action taken with a and h spinbrush unspecified, and the outcome of the event was unknown.